Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during a endovascular fistula (endoavf) procedure, the electrode was allegedly unable to fire and looked deformed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore the investigation is inconclusive for the reported material deformation. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the FDA rn number for the MDR was updated to (B)(4) since clearstream is the legal manufacturer for wavelinq products and the appropriate manufacturing site (g1) and manufacturer (d3) fields were updated accordingly. H10: d4 (expiry date: 12/2021),g4. H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a endovascular fistula (endoavf) procedure, the electrode was allegedly unable to fire and looked deformed. There was no reported patient injury.